Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a pocket revision procedure wherein the ipg was buried deeper. The patient was reportedly doing well postoperatively.